Event description:
It was reported that the patient faced three infusion set adhesive patch and cannula housing detached from spring prior to insertion and adhesive tape stuck to itself on (B)(6) 2026 which led to high blood glucose. The high blood glucose level was treated with correction bolus via pump.

Manufacturer narrative:
MDR (B)(4) / initial 2 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.